Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and (B)(6) 2009 and mesh was implanted respectively, into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh/bso and a&p colporrhaphy due to pelvic prolapse, uterine prolapse, grade 3 cystocele, grade 2 rectocele, and sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent mesh revision/release on (B)(6) 2009 due to urinary retention. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with extra peritoneal vaginal vault suspension, transvaginal bilateral, paravaginal defect repair with mesh augmentation, cystourethroscopy and cystoscopy. It was reported that following insertion the patient experienced urinary retention.